Manufacturer narrative:
(B)(4). The insulin pump received with detached, missing reservoir retainer ring and missing reservoir tube lip o ring noted. The test reservoir does not stay locked in place due to detached, missing retainer. Unable to perform displacement test due to detached, missing retainer.

Event description:
Information received by medtronic indicated that their retainer ring was cracked. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
The information provided with initial report was incomplete. The complete information has been provided in this report. The type of reportable event type has been updated. The harm code has been updated. (B)(4).

Event description:
The customer experienced low blood glucose of 35 mg/dl. The customer removed her insulin pump and had not been using it since from low blood glucose. The customer had some mountain dew and whole roll of glucose tablets then her blood glucose went up to 140 mg/dl. The customer treated high blood glucose with manual injection. The customer stated that the retainer ring was broken and reservoir was not able to lock in place. The declined troubleshooting for both high blood glucose and low blood glucose.